Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/y adapter pnk 20gax1.0in leakage. On (B)(6) 2024, after performing a venipuncture on a patient with a 20gbd indwelling needle, it was discovered that blood was leaking from the middle of the needle, which resulted in a constant leakage during the infusion process, the needle was immediately replaced and re-punctured and was also reported to the equipment section.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383336 and lot number 1274896. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.